Event description:
It was reported that atrial lead pacing at increased rates resulted in excessive coughing for the patient. It was also reported that there was no capture on the ventricular lead. The atrial lead remains implanted. The ventricular lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.